Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as it decreased from 5% faster than expected. A request was made to have data from this device analyzed. Follow up regarding analysis results are still pending. Device replacement was recommended. No adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as it decreased from 5% faster than expected. A request was made to have data from this device analyzed. Follow up regarding analysis results are still pending. Device replacement was recommended. The device remains in service. No adverse patient effects were reported. Additional information indicates that the device has been explanted and replaced. No additional adverse patient effects were reported.